Manufacturer narrative:
Manufacturer's investigation conclusion: the reported engagement issue with the tunneling lance could not be confirmed as no product was returned. A specific cause could not be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The tool was not returned for evaluation. The lot number was not provided. This product is not serialized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. The IFU provides instructions for use of the tunneling lance and handle in section 5 ¿surgical procedures¿ (under ¿creating the exit site¿). This section cautions the user that "the heartmate 3 tunneling lance and handle are provided non-sterile. Ensure that the lance and handle have been cleaned, inspected, and sterilized in accordance with the provided instructions and hospital policy." The heartmate 3 lvas surgical tools cleaning and sterilization IFU provides information regarding the cleaning, drying, packaging, sterilization, storage, and maintenance of heartmate 3 surgical tools, including the tunneling lance and handle, and cautions that the provided instructions must be followed to ensure proper sterility levels and device functionality. In addition, this document states that end of life is normally determined by wear and damage due to use. The user must ensure that the tunneling lance can be inserted and removed from the handle. This IFU cautions the user that if damage or wear is noted that may compromise the function of the instrument, the equipment should not be used, and the appropriate responsible person should be notified. This document further cautions that the instrument may never be heated to above 140°c. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the short tunneling lance did not properly engage in the handle of the tunneling tool. The longer version ended up working but it was said they wanted to return the handle and shorter lance for replacement/repair. The longer lance was not preferred by surgeon.